Manufacturer narrative:
The reported events were device dislodgement or dislocation, retraction issue, and noise. As received, a complete lead was returned in one piece for analysis, with the helix observed to be extended and clogged with blood. The reported retraction issue was confirmed. Visual and x-ray examinations of the helix mechanism did not identify any anomalies or distortion of the helix or inner coil that would have contributed to the reported event. The cause of the retraction issue was isolated to the helix being clogged with blood. The reported event of noise was not confirmed. Electrical testing did not identify any evidence of conductor fractures or internal short circuits. Visual inspection of the lead did not reveal any additional anomalies.

Event description:
It was reported that the patient presented to the clinic, where a chest x-ray revealed that the right ventricular (rv) lead was dislodged. It was also suspected that the patient was a twiddler. Additionally, the atrial lead demonstrated a high capture threshold. During the revision procedure, the rv lead failed to retract. As a result, the physician explanted and replaced both the pacemaker and the rv lead. The atrial lead remained implanted. The reason for the pacemaker explant was not provided. The patient remained stable throughout the procedure.

Manufacturer narrative:
Correction: section b6 - relevant tests/laboratory data, including dates should be "x-ray - confirm dislodgement" instead of "empty".

Event description:
Additional information received indicated that the right ventricular lead exhibited noise.